Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device cuff does not stay inflated. Alleged issue reported as detected during safety check prior to intubation. There was no report of patient impact or consequence for this event. There was no report of necessary medical intervention. Customer reports the device was changed for a new one.

Manufacturer narrative:
(B)(4). No sample was returned for evaluation; therefore, one representative sample was selected from current production at the manufacturing facility. A visual exam was performed and no obvious defects were observed. The cuff of the production sample was then inflated to 25mbar with a calibrated endotest. The cuff remained inflated for 30 minutes and no issues were detected. The sample was then immersed in water and no leaks were detected coming from the cuff. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the a vailable information.

Event description:
Customer complaint alleges the device cuff does not stay inflated. Alleged issue reported as detected during safety check prior to intubation. There was no report of patient impact or consequence for this event. There was no report of necessary medical intervention. Customer reports the device was changed for a new one.